Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses: 5/day. The indication for use was spinal pain indications. The patient reported that they have been having issues with the handset since last year. The service bar on the top of the status bar has a circle with a line through it as if there is no service. The patient also stated that it is awfully slow, and it seems like the app crashes pretty often. They would see 0x6f2ebc16system error code. The agent walked the patient through clearing out the data from the app. The patient also mentioned that the handset would hang at 90% for about 5-7 minutes before it would connect to the pump to give the status. The patient mentioned that they brought this to the healthcare provider's attention maybe last summer. The patient will monitor the issue and call back if needed

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.